Event description:
In 2008, the sales rep reported that during surgery the surgeon had placed the traxis in the pt. Once in place, the surgeon used the tamp to hit the traxis and it broke. There were no injuries to the pt. Additional info received on 05/02/2008 via telephone, the sales rep reported that when the traxis broke, the surgeon intervened and explanted the implant, and implanted another one without any difficulty. There was a surgical delay of five minutes.

Manufacturer narrative:
Evaluation is pending upon the return of the product.